Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed for exhalation obstruction. - this occurrence was noticed during patient ventilation. - the alarm was continuously observable both visually and through hearing. - the device log files were provided to hamilton. - there is patient involvement reported. This event occurred during ventilation. - there was need for medical intervention reported. First, the breathing circuit set got replaced but the exhalation obstructed alarm still occurred. Subsequently the ventilator device got exchanged because of the continuous exhalation obstructed alarm and an increase in co2 was noticed. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for exhalation obstruction. This occurrence was noticed during patient ventilation. The alarm was continuously observable both visually and through hearing. The device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation. There was need for medical intervention reported. First, the breathing circuit set got replaced but the exhalation obstructed alarm still occurred. Subsequently the ventilator device got exchanged because of the continuous exhalation obstructed alarm and an increase in co2 was noticed. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.